Event description:
Caller reported a malfunction on the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to use mdi as backup therapy, and tandem technical support arranged for a replacement pump to be sent with updated software. Instructions and training were provided for setting the old pump into storage mode and returning it via ups within 10 days. The customer understood and acknowledged all steps.